Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was replaced on (B)(6) 2016, because the setting pressure became unable to be adjusted after l-p shunt implantation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 100mmh2o. The valve was visually inspected: needle holes in the silicone housing between the valve mechanism and the distal connector were noted. The valve was hydrated for about 27 hours. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test. The valve was leak tested, the valve leaked from the needle holes in the silicone housing. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Review of the history device records confirmed the valve product code ns9002 with lot crbcby, conformed to the specifications when released to stock in 6th march 2014. The root cause of the problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, and on the seat of the ruby ball. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.